Event description:
Literature citation: tumor-targeted il-12 (pds01adc) with hepatic artery infusion pump therapy for colorectal liver metastases: interim analysis of a nonrandomized phase ii trial. Alyssa v. Eade, md, emily c. Smith, phd, et. Al. Jco oncol adv 3, e2500173(2026) volume 3, number 1 doi: 10.1200/oa-25-00173 literature lists the study had 14 grade 3 or higher adverse events and specifies 2 are related to hai (hepatic artery infusion pump) therapy, but it did not disclose which ones listed were associated with hai.

Manufacturer narrative:
If additional information is received at a later date, a supplemental report will be filed.